Event description:
The friction lock device on the control arm was loosened, causing the control box to be free to rotate. Probably the wheelchair passed closely by a table, chair or other obstacle and moved the lever to the open position. When the resident went to move the control lever to make a right turn the control box rotated to the right causing the resident's arm to move forward, putting the wheelchair in a forward motion driving her into the wall.